Manufacturer narrative:
Treated level on (B)(6) 2011 was t8. Examination on (B)(6) 2011 showed further fracture of treated level (t8), and compression fractures of t7 and l1. On (B)(6) 2011 patient was admitted to the hospital with fever of 103f, vomiting, inability to ambulate, sepsis (lab work confirmed) and uti. The patient expired in the hospital. Relevant history: cardiac-mitral and aortic valve replacement; copd; chf; hyperthyroidism; osteoporosis.

Manufacturer narrative:
Eval method: follow up with patient's husband.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure on (B)(6) 2011 at one level (level unknown) and was discharged home on (B)(6) 2011. Reportedly patient was in "a lot of pain" and was referred for pain management. The patient was admitted to the hospital by her cardiologist and was seen by her physician at that time. Reportedly, x-rays show "two additional fractures of the spine and questionable leakage of cement". Postoperatively, the patient developed a urinary tract infection and expired from septicemia. No further information was reported.